Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown femoral component. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Device is not returned.

Event description:
It was reported that there was a revision of the femoral component and insert due to unstable femoral component. No additional information as per hospital policy.